Event description:
A confirmed motor stall with no recovery was reported. Per event logs the motor stall occurred on (B)(6) 2011 at 13:25 and had not recovered. No MRI was done on (B)(6) 2011. Drug delivered via the system was dilaudid 25 mg/ml at a daily dose of 13.513 mg/day. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).